Manufacturer narrative:
Evaluation summary: the device was received and a visual examination was performed. It was noted that the device was returned fully fired. There were pressure ridges present along the entire length of the cartridge on both sides of the knife. This is an indication that staples had been fired. It was also noted that the knife blade was damaged suggesting that the device was applied over an obstruction. The reported condition is attributed to misuse of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the instrument only stapled half way. Another was used and no injury resulted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.